Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. In addition, no log files were received. Based on the information received, the cause of the reported incident could not be conclusively determined. Per the instructions for use (IFU), cardiac perforation is a known risk during the use of this device.

Event description:
During the ablation procedure, the catheter perforated the roof of the right atrium. Ablation was successful on the septal side of the right atrium. However, after the last ablation, the catheter passed through the roof of the right atrium. An echocardiogram confirmed the perforation and a pericardiocentesis was performed to stabilize the patient. There were no performance issues with the device.